Manufacturer narrative:
The insulin pump passed the functional testing. However, a reset error alarm was noted after a battery change. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
It was reported that the customer had a high blood glucose on the insulin pump. The customer's blood glucose unknown mg/dl. The customer was offered to troubleshoot for high blood glucose but declined asked to just document that he has several high blood glucose since he is not getting enough insulin from the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to get with his healthcare provider to look the set in insulin pump to see if they need to be adjusted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.